Event description:
Event description guidant received information that one day post implant of this implantable cardioverter defibrillator (ICD), upon interrogation, the patient had 31 episodes of ventricular tachycardia (vt). The device was programmed to monitor only in the vt-1 zone at 150 bpm, the vt zone at 175, and the ventricular fibrillation (vf) zone at 280. The patient received anti-tachycardia pacing (atp,) but no shocks during the vt episodes. One minute of vt was not detected in the vt zone and the vp down markers were present during the vt. A guidant sales representative confirmed that rate smoothing was programmed with down at 9% and the av delay was fixed at 300 ms in ddi. The electrograms have no noise and all lead measurements are normal and consistent. The r wave is greater than 25 mv and the p wave is around 3mv. ,